Manufacturer narrative:
The product was not returned for analysis; devices remain implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. Vamosi p, csakany b, nemeth j. Intraocular lens exchange in patients with negative dysphotopsia symptoms. J cataract refract surg 2010 mar;36(3):418-24. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "negative dysphotopsia" (visual disturbance). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). In an article, the surgeon reported that following intraocular lens (iol) exchange on the left eye, the patient's negative dysphotopsia symptoms persisted. (The initial iol was a different brand.) Two years later, the right eye was also implanted with the same model lens as in the left. The patient was very satisfied with the refractive outcome, but was disappointed because of the bilateral negative dysphotopsia symptoms. The patient reported blurred, sickle-shaped shadows that darkened outward in the temporal visual field in both eyes. In the right eye, the shadow disappeared almost completely in right gaze, and appeared to be closer to the center and wider in left gaze. This phenomenon was exactly the same but inversely in the left eye. In a f/u, the surgeon reported that the iols are still implanted and the event continues. There are two medical device reports associated with this event; this report is for the left eye. No further info is expected.